Manufacturer narrative:
Distributor has been informed on 15thjune 2018 and requested to obtain further information regarding the reported issue and to arrange damaged device to be returned for investigation. However, the damaged device was already removed from sterile field and disposed by the end user prior to the operation and therefore, device could not be returned for further investigation. No photos of the damaged device were provided by the complainant. Based on the lot number identification provided by the distributor (lot#1726156) and limited information regarding the report issue, investigation was conducted. The device was broken before the surgeon attempted to use it and the surgeon noticed the outer sheath pulled apart from the plastic portion of the handle. The separation of the outer sheath caused the plunger to not be actuated and therefore, the jaws could not be opened to grasp the suture. A review of the current manufacturing processes was performed by advanced medical design co. Ltd (specification developer, manufacturer). It was identified that the assembly process of suture passor handle and outer cannula with uv glue could potentially contribute to this reported problem. Reviews were performed based on appendix 3 (mp-p100, version number: 4) and appendix 4 (amdf063017-02, revision a) to assess the adequacy of current manufacturing parameters and specifications. The current manufacturing parameters and specifications for uv glue curing process were verified to be adequate. Appendix 1 (qa-p36, version number: 4) was also reviewed in conjunction with appendices 3 and 4. It was concluded that the current assembly process of suture passor handle and outer cannula with uv glue and quality tests in accordance with appendix 1 could not have possibly contributed to the reported problem of separation of cannula from the handle. Due to limited information provided by the complainant, no photos and unavailable device that was not returned by complainant, limited investigation could only be performed by advanced medical design co. Ltd. The investigation scope covered a review of the manufacturing batch records, a test that was performed on a retention sample from affected lot# 1726156, a review of the current manufacturing processes and associated quality tests. 1) a review of the manufacturing batch record of affected lot#1726156 (including outer cannula push force test records) was conducted and this batch record indicated that all devices were accepted and released according to device specifications. The date of manufacture of this batch was identified as 30th january 2018.the number of batch records released for this device was 12 for year 2017 and 4 batch records released in 2018. All batch records were reviewed and these batch records indicated that there were no products nonconformities and no nonconforming manufacturing processes that could cause the separation of the outer sheath from the handle of the device. 2) the retention sample from the affected lot #1726156 was retrieved and tested by advanced medical design co ltd. Visual inspection was performed to confirm that there was no damage of the device. A push force test on outer cannula was conducted to confirm that the device was acceptable as per the acceptance criteria of >=10 kgf in accordance with the requirements of appendix 2 (qt18091001, version number: 1) 3) a review of the current manufacturing processes was performed by advanced medical design co. Ltd (specification developer, manufacturer). It was identified that the assembly process of suture passor handle and outer cannula with uv glue could potentially contribute to this reported problem. Reviews were performed based on appendix 3 (mp-p100, version number: 4) and appendix 4 (amdf063017-02, revision a) to assess the adequacy of current manufacturing parameters and specifications. The current manufacturing parameters and specifications for uv glue curing process were verified to be adequate. Appendix 1 (qa-p36, version number: 4) was also reviewed in conjunction with appendices 3 and 4. It was concluded that the current assembly process of suture passor handle and outer cannula with uv glue and quality tests in accordance with appendix 1 could not have possibly contributed to the reported problem of separation of cannula from the handle. Summary due to limited information provided by the complainant, no photos and unavailable device that was not returned by complainant, limited investigation could only be performed by advanced medical design co. Ltd.

Event description:
Event description: carter thomason closure device used for open hernia repair. When doctor attempted to use it, she noticed the outer sheath pulled apart from the plastic portion of handle. The device was taken off table and isolated.event description: carter thomason closure device used for open hernia repair. When doctor attempted to use it, she noticed the outer sheath pulled apart from the plastic portion of handle. The device was taken off table and isolated.